Event description:
Lead was explanted and replaced due to high impedances and high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed that the conductor coil was found fractured 39.5 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported high pacing impedance. The fracture probably resulted from a tight suture sleeve in combination with mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.